Event description:
The customer reported via phone call that their insulin pump turned off and would not turn on with a battery change. Customer reported the issue has occurred several times in the past. The customer's blood glucose was 150 mg/dl. The customer also reported scratches on their insulin pump's screen and missing piece of plastic near the belt clip. The customer was unsure how the damage occurred on their insulin pump. Customer was advised their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken belt clip slot and a broken reservoir tube lip.